Event description:
It was reported that the device displayed a channel error. There was no patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. The proximate cause of the reported issue was due to electrical failure of the moog ail kit. The device was repaired, passed all required testing, and specifications, and released back to the customer. A review of the device history record for sn (B)(6) was performed from date of manufacture 02/23/2017 to the present date 10/5/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Manufacturer narrative:
The affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that the device displayed a channel error. There was no patient involvement.